Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the outcomes attributed to adv ev (b2) to read "disability or permanent damage" and correct event description (b5) with removal of statement "patient had subsequent surgical intervention" as no allegation of subsequent surgery has been made at this time. Corrected fields: b2 and b5. Updated fields: g1, g2, g4, g7, h2, h10 and h11. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Correction: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Fs (B)(6) 2019.